Manufacturer narrative:
(B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of formal claim received regarding pinnacle/corail hip revision from kennedys.revision date confirmed, reason for revision not provided.doi 2007.

Manufacturer narrative:
Report of formal claim received regarding pinnacle/corail hip revision from(B)(4). Revision date confirmed, reason for revision not provided. Doi 2007 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.